Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and on the same day, the patient began treatment for the peritonitis with injection vancomycin, (ip) intraperitoneally, 2 grams, once a week and injection fortum, 1 gram, once daily, ip (both for a duration of 14 days). At the time of this report, the antibiotic treatments were ongoing. Three days after being admitted to the hospital, the patient was recovered from the peritonitis event. One day later, the patient was discharged. At the time of this report, dianeal therapy was ongoing. No additional information is available.